Event description:
It was reported that during a laparoscopic nephrectomy procedure, the device stopped working in the middle of surgery. The generator gave two error messages - reactivate the instrument or align the jaws of the instrument. The device was changed for a new one and the same thing happened with the 2nd device. The generator was changed and the 2nd device started working. It took a long (but unknown quantity) of time to figure this out. The patient was bleeding, without adequate sealing during that time. There was no adverse consequence to the patient. Two devices will be returned.

Event description:
New information received - as this device did not cause the bleeding issue, reportability has been changed to not reportable. How much blood did the patient lose? After talking to the surgeon it was established that no noted blood lost was due to enseal failure. The blood loss was due to ec60a puncturing the vena cava. So the description of event was giving to me by the hospital internal complaint sheets, after talking to the surgeon this was cleared up. Did the patient require a blood transfusion? See above. If so, how much blood was transfused? See above. What was the condition of the patient following surgery - stable, discharged, critical - please explain. Not provided. Non-identifying patient information - age, sex, weight and pre-existing medical conditions. Not provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.